Event description:
On (B) (6) 2010, the pt/layperson alleged that results with her one-touch ultralink meter were inaccurately erratic the morning of the call. This senior medical surveillance specialist reviewed info the pt gave to a customer care advocate (cca) and also spoke with the pt on 1/25/10, who reported the following info. Results are correctly in mg/dl. The pt was concerned that two weeks before her call she began experiencing low blood glucose. Before some of the low blood glucose events, the pt had bolused extra insulin from her pump based on blood glucose results that she no longer recalls. On (B) (6) 2010, her husband called emt who treated her with glucose when it would not increase after her husband had attempted to treat. However, she does not recall the result on emt's meter or whether she had tested before the event or had bolused extra insulin. Since then, her diabetes nurse or educator has lowered the pt's basal rate and continues to monitor her. Thinking her pump was not working, the pt called medtronic on (B) (6) 2010. During troubleshooting the pump with the medtronic rep, the pt tested on her ultralink meter obtaining 250. Because the meter did not communicate with the pump, the pt manually entered the result into the pump and bolused 5 units of novolog. Five minutes later the pt's result was 144. The pt then obtained 116 on her bd minimed meter; time frame not recalled. The pt informed this specialist that later she obtained 60 on the bd. Because she was sweating and feeling low, the pt ate chocolate and glucose tabs while still on the phone with medtronic; blood glucose increased to 110 on the bd meter. The pt had disconnected the pump while self treating at medtronic's suggestion. She did not test on the ultralink. The pt was then transferred to the lifescan cca who discovered that the pt's pump comm feature on the meter was not on. When the pt turned it on and retested, the result automatically transferred to the pump. The result was not provided and the pt had no control solution to troubleshoot. Although the variance between the pt's precision tests was greater than the expected less than equal to 20%, the pt had taken insulin between the tests that would affect the variance. Because the pt alleged that she became hypoglycemic on (B) (6) 2010 after taking extra insulin based on an inaccurately elevated result, the complaint is reported. The cca replaced meter, strips, control.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.